Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an amia cassette leaked. This occurred while priming the tubing for peritoneal dialysis (pd). The caregiver (cg) stated that they were not sure if the leak was coming from the tubing but ¿found solution at the side of the machine near where you put the patient line¿. The cg was not able to locate where the leak of solution was coming from. There was no patient injury or medical intervention associated with this event. No additional information is available.